Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing without duplicating the report. Internal inspection of the device found no discrepancies. The device records a fault of this nature when an impedance is seen greater than a short circuit (20 ohms) through pad electrodes during self test. The fault was cleared prior to receiving the device for evaluation. The report. The device was recertified and returned to the customer. The pads used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed for high impedance. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.